Event description:
Boston scientific received information that high, out of range pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. The device was also noted to be very prominent and caused discomfort to the patient. As such, a revision procedure has been scheduled. Impedance measurements have been ranging from 1, 900 to more than 2, 000 ohms since implant; however, no other issues were observed. It was thus decided to check the lead during the revision procedure. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the scheduled procedure took place wherein the device pocket was revised. No new information was received concerning rv impedance measurements or testing. The rv lead was not revised or otherwise modified and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was planned. This investigation will be updated should further information be provided.